Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and no longer able to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. Customer's blood glucose level was 176 mg/dl.